Event description:
It was reported that the 9800 system locks up and cannot take x-rays, until the system has been rebooted. It was also noted that the collimator closes all the way in without pressing collimator button. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the x-ray controller 3 volt dc battery. The system was tested and found to be working as intended and placed back into service.